Event description:
It was reported that during a da vinci-assisted ventral hernia repair with intra-peritoneal only mesh (ipom) procedure, the erbe generator failed to deliver energy after the procedure had started and trocars were being placed. Minimal bleeding was encountered that required cauterization; however, the customer received an "activation has been interrupted" error when trying to use the fingerswitch-activated monopolar bovie pencil. The customer attempted to troubleshoot by trying both monopolar ports on the erbe generator, using multiple bovie pencils, and rebooting both the system and the erbe unit without resolution. The bleeding was controlled with a stand-alone bovie. Due to unsuccessful troubleshooting, the patient was transferred to another operating room to continue the procedure using a different da vinci system. After the procedure resumed on the other system, the customer elected to abort the procedure due to the patient having unspecified liver issues. The event resulted in prolonged procedure duration and increased anesthesia time. The patient was admitted to the pacu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator. The system was tested and verified as ready for use. Isi received the erbe generator involved with this complaint to perform failure analysis. The erbe generator was analyzed, and the log review revealed two errors. During testing, the erbe unit displayed one of the errors at startup, after which the display became partially blank, leaving only the help screen and volume buttons accessible.